Event description:
Reported as a leak in the port tubing.

Manufacturer narrative:
Taper ii. The product associated with this report has not yet returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination will not be able to confirm the connector type associated with this report as only a piece of the tubing is being returned; the port remains implanted. Further information from the reporter regarding serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."